Event description:
Journal reference: thobois s, et al. "Can chronic subthalamic nucleus stimulation induce de novo tremor in parkinson's disease" movement disorders - official journal of the movement disorder society. 2005 aug: 20(8): p1066-9. Reportable events: ipg (n=3), dbs lead (n=3): the article discusses three pd pts who experienced new appearance or major worsening of tremor only 6 months after stn stimulation implantation when the stimulator was switched off in off medication state. In each case the model 3389 lead and a kinetra or itrel 2 neurostimulator was used.

Manufacturer narrative:
.